Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the cause of the inflammation was unknown. It was unknown if the inflammation was related to the device or therapy. The implantable neurostimulator (ins) was explanted due to the inflammation. Following the explant, the issue was resolved.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient was implanted on (B)(6) 2008. Then in 2012, there was inflammation at patient's chest; the implantable neurostimulator (ins) parts were noted. It was also reported that the patient was not receiving a greater than 50% reduction in symptoms. It was then noted that the cause of the event, and what troubleshooting was performed related to the event were unknown. It was noted that the device was explanted. No further complications were reported/anticipated.